Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head and acetabular cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The documentation shows the femoral head met manufacturing specifications at the time of production. Non-conformance was identified for the orchid casting certificate of conformity for the acetabular cup as part of the DHR could not be located. However, the machining and sterilisation and all supporting documents confirm that the device will have met all conforming standards at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The intraoperative findings of elevated cobalt levels, effusion and pseudotumor may be consistent with findings associated with metal debris. However, the root cause of the reported clinical symptoms noted in this legal claim cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. The patient impact beyond the right hip revision and post-operative healing, has been reported as improved. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the right hip was performed due to metallosis, adverse tissue reaction, increasing pain and swealling and limited range of motion.